Manufacturer narrative:
The explanted device was returned for evaluation. The report of pump stoppage was confirmed based on the evaluation of the returned lvad pump. The pump was returned with the percutaneous lead (lead) cut approximately 5¿ from the pump housing and the severed portion of the lead did not return. An electrical continuity test of the returned portion of lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed, and examination of the underlying wires revealed disruptions in the insulations of the yellow, black, red, and brown wires, approximately 4.5¿ from the nipple of the pump housing. The conductors of these wires were exposed. The disruptions appeared to be the result of repetitive flexing of the lead in this area. The disruptions in the insulation of the wires would have affected all three wire phases, and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct contact with one another or simultaneous contact with the braided shield while the device was supported by batteries. The disruptions in the wires would have also interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 2 years, 6 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had experienced pump stoppages over the last few days when the system controller was connected to battery power. The patient was reportedly not symptomatic at the time of the events. The patient underwent a pump exchange on (B)(6) 2015 and is currently doing well.